Event description:
Report 3 of 3: it was reported prior to using bd vacutainer® push button blood collection set, 28 devices were found to have cut tubing. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 11-mar-2026. Investigation summary: bd received 30 samples in support of this complaint. The visual evaluation of the returned samples confirmed the reported defect of damaged tubing. A total of 10 retained samples were visually inspected, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged/hole in tubing. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3: it was reported prior to using bd vacutainer® push button blood collection set, 28 devices were found to have cut tubing. There was no health impact or consequences reported.